Event description:
Reportedly, a premature battery depletion of the subject device occurred. The device has never shocked, and the atrial output voltage was programmed at 3 volts.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a premature battery depletion of the subject device occurred. The device has never shocked, and the atrial output voltage was programmed at 3 volts.